Manufacturer narrative:
Concomitant medical products: product ID: 5071-35 lead, implanted: (B)(6) 2016; product ID: 407658 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the battery of the cardiac resynchronization therapy defibrillator (crt-d) depleted faster than expected. The lv lead was capped and replaced and crt-d was explanted and replaced. No patient complications have been reported as a result of this event.